Event description:
It was reported that during a myosure procedure for uterine tissue removal, the physician used three disposable devices to complete the procedure. "The final fluid deficit was 3000 ml." On (B)(6) 2013, it was reported the patient was admitted into the hospital on (B)(6) 2013. The patient was intubated/ consulted with anesthesia and discharged home a few days later. Currently, the patient is "doing fine."

Manufacturer narrative:
Lot number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the myosure control unit and hysteroscope not provided by the complainant. The disposable device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was not able to be conducted for the myosure system as the lot number was not provided by the complainant. (B)(4).